Event description:
The pt was seen in clinic. Neither the physician or pt programmer or recharger could communicate with the device. The pt hadn't charged for 3 weeks and was not able to provide the recharge session prior to that. The implantable neurostimulator was overdischarged. A physician mode recharge was performed and the normal recharging screen was not seen. It was later reported that the neurostimulator was replaced due to overdischarge.